Event description:
Crd_1059 - vista nova, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor with radiopaque markers was chosen for implant. After pre-dilatation, patient experienced new left bundle branch block. No medical treatment or intervention was reported. It was then reported on (B)(6) 2026, patient was hospitalized due to non-st elevation myocardial infarction (nstemi) and troponin dynamics. Patient also complained of back pain and thoracic pain in the last days prior to hospitalization. A coronary percutaneous intervention was performed on (B)(6) 2026.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: seven-year valve durability with transcatheter or surgical aortic valve replacement an ad hoc analysis of the partner 3 randomized clinical trial b3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided.